Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 07/07/2015. The fse found that the customer had cleaned a contaminated rinse block to repair the leak. The fse verified the instrument was running without any leaks. (B)(6).

Event description:
The customer reported a leak at the probe of the coulter act diff analyzer when running controls. The volume of the leak was about 2 drops and was contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves, goggles and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.